Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted and the device was received with cracked select button keypad overlay, scratched case, pillowing keypad overlay, and severely scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they did not read the display. The customer¿s blood glucose level was 150 mg/dl. Customer stated the insulin pump had scratches and crack to button and home screen. Troubleshooting was performed. Customer was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.